Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and loss of consciousness with a blood glucose value of 40 mg/dl at the time of event. The customer visited the emergency room and was treated with glucagon. Customer also reported a sg vs bg difference that was not within target range. Insulin delivery was not suspended due to the difference. Blood at the site was also reported. The customer was using the insulin pump system within 48 hours of the reported event. Auto mode feature was active at the time of incident. Blood glucose value at the time of call was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp mmt-7020 snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.